Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found no physical damage. The event history log revealed a high-pressure alarm occurred. Functional testing was conducted. Upon review, the reported problem was unable to be duplicated. The occlusion detection level of the dso sensor was with specifications. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; d4: UDI number is unknown; g5: 510k is unknown.

Event description:
It was reported the device exhibited a blockage alarm. Patient involvement is unknown.